Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) suspected this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the data and noted there was activity on both channels. Ts recommended an in-office interrogation to confirm if there was capture. This pacemaker remains in service and no adverse patient effects were reported.